Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2023 where the following eleos implants were explanted: two cemented stem extensions, tibial hinge component, resurfacing femur axial pin, poly spacer, tibial baseplate, tibial baseplate tapered screw, resurfacing femur, and resurfacing femur tapered screw. The surgeon placed an antibiotic spacer. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The device history records and sterilization batch records were reviewed and there were no non-conformances identified that would have contributed to this adverse event. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: h3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4109: historical data analysis. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4114: device not returned. H6: investigation findings code updated to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established.

Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2023 where the following eleos implants were explanted: two cemented stem extensions, tibial hinge component, resurfacing femur axial pin, poly spacer, tibial baseplate, tibial baseplate tapered screw, resurfacing femur, and resurfacing femur tapered screw. The surgeon placed an antibiotic spacer. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
The investigation is in process. The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2023-00063, #3013450937-2023-00064, #3013450937-2023-00066, #3013450937-2023-00067, #3013450937-2023-00068, #3013450937-2023-00069, #3013450937-2023-00070, #3013450937-2023-00071.